Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information related to a dreamstation auto CPAP. The user alleges the power cord is discolored/looks burnt/charred. The user alleges being in the hospital and using the device when experiencing issues with pressure and finding discolored power cord. The client reports no burning smell or burns. The device has not been returned. There is no allegation of patient harm, serious injury, or medical intervention.